Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 02-nov-2018. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50 x 28mm synergy ii drug eluting stent was reported with an unspecified issue. The stent was pulled out and the procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed stent damage. Synergy ous mr 2.50 x 28 mm stent delivery system (sds). A visual and microscopic examination of the crimped stent found proximal stent damage. The undamaged crimped stent od (outer diameter) was measured within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.